Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm bgnd test or primary audible alarm post upon powering on of the device. Reported no patient involvement.

Manufacturer narrative:
H3: the device was not returned for evaluation, however; a smiths medical field service technician repaired the device on site. The primary audible alarm background test alarm was able to be confirmed. The internal ribbon cable connection was observed to be not to factory specification and a repair procedure was conducted. Glue was installed per procedure and the issue was resolved.